Event description:
It was reported that during a rotational atherectomy procedure, the wire fractured. The distal lesion was accessed by using a 1.5mm burr and this guidewire. Ablation was carried out once and the 1.5mm burr was exchanged to a 1.75mm burr. After the 5th ablation with the 1.75mm burr, the physician removed the burr. As he attempted to exchange the rotawire to a balance guidewire using an excelsior, he found the distal wire (from marker) had fractured. The fractured portion remains in pts body (distal lcx). The physician attempted unsuccessfully to retrieve the fractured wire. Pt status is listed as "good".